Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: 01-dec-2022. Expiration date: 01-nov-2032. Part number: 03.404.020s, 12.0mm reamer head for ria 2-sterile. Lot number: 3048p18 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m020, ria 2 reamer head 12.0mm. Lot number: 635p112. Lot quantity: (B)(4). The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that reamer head f/ria 2 ø12 was found broken. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø12 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to user. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from new zealand reports an event as follows: it was reported that during a procedure on (B)(6) 2023, the prongs of the reamer head in question broke off while being used. While using ria2 in osteomylitic femur, the prongs broke off inside of the femur, leaving two metal pieces behind in the bone. X-ray was required to locate the fragments, and they all were removed by the surgeon at the time of the procedure. Surgery was completed successfully after a delay of 30 minutes. There was no reported adverse patient impact, they were reported as following the normal clinical path. No further information is available. This report is for a 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).